Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received and inappropriate shock because of artifact from jacuzzi and that the deice was alerting every four hours. The patient was seen at the hospital and everything check out okay. The device remains in use. No patient complications have been reported as a result of this event.